Event description:
It was reported the customer was having unexplained high blood glucose. The customer stated they had changed their infusion set, but their blood glucose remained high. The customer's blood glucose was 529 mg/dl. After taking a 21.7 unit bolus, the customer's blood glucose remained at 557 mg/dl. Troubleshooting found the customer had a bent cannula. Customer also reported receiving a no delivery alarm. The customer's blood glucose was 528 mg/dl at the time of the call. They had treated their blood glucose with a manual injection. Customer also reported they were light headed as a symptom of high blood glucose. The customer's insulin pump also passed troubleshooting. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.